Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficult or delayed positioning associated with difficulty grasping appears to be related to patient morphology/pathology. The reported death was due to patient conditions and tissue injury appears to be due to multiple grasping attempts. Tissue injury and death are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage and intervention. It was reported that a patient presented with grade 4+ degenerative mitral regurgitation (mr), a prolapsed posterior mitral leaflet (pml), wide/high posterior prolapse between p3 and p2 (posterior 3 and posterior 2), and posterior annulus calcification for a mitraclip procedure. The first clip strategy was to implant on medial p2. After several attempts at lowering the grippers for leaflet capture (5), it was noticed by the echocardiographer that a cleft was created at p2. As by his evaluation, it was not possible to determine if the tear on the leaflet was created by the clip arms or the grippers. Because of this cleft, it was difficult to grasp in that position. The new strategy was to implant a clip lateral to the cleft at p2 with a2. With a second clip strategy to grasp medial to the cleft with a2 as well. This new strategy was directed to control in the best way possible the mr related to the cleft. After successfully implanting both clips, the final result was a reduction from grade 4+ to 3. There were positive parameters; such as, going from reversed pulmonary vein flow to normal after the procedure. There was no clinically significant delay. The patient condition was stable. On (B)(6) 2023, the patient passes away. Per the physician, the death was unrelated to the mitraclips. The patient's death was related to sustained severe hypertension, that was unable to be stabilized. The patient's underlying disease and age were contributing factors. The mitraclips remained stable on both leaflets. No additional information was provided.